Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, infection and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient loss consciousness and was taken to the hospital, where the patient was diagnosed with diabetic ketoacidosis (dka) and a unknown infection. The patient's blood glucose values reached 1500 mg/dl. For treatment, the patient was put on (IV) intravenous fluids for dehydration and prescribed antibiotics for a infection. The patient was also given aspirin and 500 mg of phosphate. The patient was also vomiting. The pod was thrown away. No further details.